Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 250-300 units of insulin. The customer reported blood glucose level was over 600 mg/dl with high level of ketones, which was addressed with manual injection. During the call, the customer loaded a new cartridge successfully and resumed insulin delivery.